Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the spine clamp was reported to be damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Medtronic received information that the retainer ring of the clamp was damaged. If information is provided in the future, a supplemental report will be issued.